Event description:
During the coronary artery bypass procedure, the seal malfunctioined. The surgeon used a replacement unit to complete the procedure. No patient complications were reported by the hosp. In 2004 the heartstring seal was received cracked.